Event description:
It was reported that syringe plastipak 20ml ll s/su stoppers separated from the plunger. Additionally the plunger rod was broken. Additional information was received that the tip of the syringe was broken and that the syringe leaked. The following information was provided by the initial reporter: "#row 1 - during manipulation of chemotherapeutic medication cyclophosphamide, the 20ml syringe brand bd - luer lock detached the stopper from the plunger, causing spillage of all medication that was being aspirated inside the laminar flow cabinet. We quickly used gauze pads to contain the spill. For reasons of cytotoxic risk, the syringe was not kept for analysis, only its packaging. #row 2 - on the same day, there was another syringe, of the same brand and model, whose plunger had "broken", losing the stability of its use. This was kept for analysis, if necessary."

Manufacturer narrative:
The following fields were corrected with additional information: b.5. Describe event or problem: "it was reported that syringe plastipak 20ml ll s/su stoppers separated from the plunger. Additionally the plunger rod was broken. Additional information was received that the tip of the syringe was broken and that the syringe leaked. The following information was provided by the initial reporter: "#row 1 - during manipulation of chemotherapeutic medication cyclophosphamide, the 20ml syringe brand bd - luer lock detached the stopper from the plunger, causing spillage of all medication that was being aspirated inside the laminar flow cabinet. We quickly used gauze pads to contain the spill. For reasons of cytotoxic risk, the syringe was not kept for analysis, only its packaging. #row 2 - on the same day, there was another syringe, of the same brand and model, whose plunger had "broken", losing the stability of its use. This was kept for analysis, if necessary." " h.6. Investigation: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. Photos were received, and it is possible to observe following incidents: luer damaged, plunger rod broken damaged, plunger rod molding issue ¿ leading to stopper separation from plunger. The probable cause for the occurrence luer damaged is related to jam or failure at syringe assembly station. The incident plunger damaged the probable cause is related to failure at plunger feeding system leading to the damage. For the incident plunger rod molding issue ¿ leading to stopper separation from plunger, it is related to the injection point clogged or because of a pressure variation in the molding machine.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe plastipak 20ml ll s/su stoppers separated from the plunger. Additionally the plunger rod was broken. The following information was provided by the initial reporter: "#row 1 - during manipulation of chemotherapeutic medication cyclophosphamide, the 20ml syringe brand bd - luer lock detached the stopper from the plunger, causing spillage of all medication that was being aspirated inside the laminar flow cabinet. We quickly used gauze pads to contain the spill. For reasons of cytotoxic risk, the syringe was not kept for analysis, only its packaging. #row 2 - on the same day, there was another syringe, of the same brand and model, whose plunger had "broken", losing the stability of its use. This was kept for analysis, if necessary."